Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 1 unit instead of caller¿s expected 150 units. There was no reported impact to the customer¿s blood glucose level. Caller confirmed correct cartridge filling steps, had not reused or overfilled cartridge, and was able to reload same cartridge with guidance from technical support, but declined suggested test bolus and chose to monitor pump performance and follow up if necessary.